Manufacturer narrative:
Corrected data: h6- patient code 1766 should be corrected to patient code 1767 in the initial MDR. Additional information: h6- device history record review found associated source lots were manufactured within established parameters and limits. Claim# (B)(4).

Manufacturer narrative:
Additional data: b5: the reporter indicated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens, -13.0 diopter on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to development of a cataract (asc) and reduced vision. Cataract surgery (phacoemulsification) was performed and an intraocular lens (iol) was implanted. The cause of the event was due to device. H6 - patient code: 3191 - secondary surgical intervention, lens explanted. H6 - patient code: 3191 - secondary surgical intervention, cataract surgery (phacoemulsification), iol implantation. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a specimen cup. Visual inspection found one haptic torn. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens, in the patients right eye (od). The reporter indicated early onset cataract and the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.